Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a lesion with 70 percent stenosis degree. The lesion could not be crossed with the device.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the device outer shaft is severely kinked at the proximal end of the stent and slightly bulged at the distal end of the stent. Outside of the deformed zone, the diameter of the retractable shaft complies with the specification. After flushing, a 0.018" reference guide wire could only be introduced up to the kink with no unusual friction. It is likely that the kink and in turn the bulging were caused after the actual complaint event. The guidewire and the introducer sheath used in the intervention were not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection where no kinks are accepted, and the outer shaft diameter is measured to 100%. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the pulsar-18 t3 is indicated for use in patients with atherosclerotic disease of the superficial femoral, proximal popliteal and infrapopliteal arteries